Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The results of this investigation indicated there was a tear in cusp 1. There was fibrous pannus ingrowth on the inflow surface of all cusps. No inflammation was present and special stains found yeast forms on the tissue surface of all cusps. The yeast forms were limited to the tissue surface and there was no associated inflammation or fibrin. This likely represented a contaminant. There were areas of calcification that were limited to the sewing cuff and pannus. There was no evidence found to suggest the cause of the fibrin, tear, microorganisms, and calcification were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
This 23 mm sjm trifecta valve was implanted during an aortic valve replacement. Approximately three years post procedure, the patient was admitted to the hospital with severe aortic valve insufficiency. Echocardiography revealed aortic backward flow through the right coronary cusp. Re-do aortic valve replacement was performed and during the procedure, a tear was observed in one of the cusps. The valve was replaced with a 21 mm mechanical valve from another manufacturer.